Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 8.7mmol/l. The customer stated that the down arrow button is not working and there is split on the center keypad button. Customer was advised the pump will be swap.

Manufacturer narrative:
The pump had a cracked keypad overlay at the select button, pillowing keypad overlay, minor scratches on the display window and a scratched case. The pump passed the leak test and the displacement test. All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector was locked.